Event description:
Reportedly, the device was programmed in ddd mode. When the user tried to terminate a sensing test (vvi mode at 40 min-1) by using the spacebar key, the pacemaker did not return to the ddd mode afterwards and remained in vvi mode at 40 min-1 (as seen on the ECG). When an ap (atrial pacing) threshold test was initiated, appropriate ddd function was returned. This behavior could be reproduced during the same follow-up. Note that during the test, patient¿s spontaneous rhythm was at 50 min-1.

Event description:
Reportedly, the device was programmed in ddd mode. When the user tried to terminate a sensing test (vvi mode at 40 min-1) by using the spacebar key, the pacemaker did not return to the ddd mode afterwards and remained in vvi mode at 40 min-1 (as seen on the ECG). When an ap (atrial pacing) threshold test was initiated, appropriate ddd function was returned. This behavior could be reproduced during the same follow-up. Note that during the test, patient¿s spontaneous rhythm was at 50 min-1.